Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed transient elevations in pump power and flow; however, a specific cause for this finding could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined. The submitted log file contained events from 09sep2025 ¿ 10sep2025. Several transient elevations in pump power and flow were captured on (B)(6) 2025 with no other notable events or alarms observed. The pump appeared to function as intended at the fixed speed throughout the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further related events reported at this time. The current revisions of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) IFU is currently available. Section 1 of the IFU, "introduction¿, addresses pump parameters including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that device flow and power generally retain a linear relationship at a given speed; however, while power is directly measured by the system controller, the reported flow is estimated based on power. Additionally, any increase in power not related to increased flow causes erroneously high flow readings. Section 1 of the IFU, ¿introduction,¿ lists all adverse events, including infection, which may be associated with the use of heartmate ii lvas and provides an explanation of all pump parameters, including pump flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), further explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that per the patient; there had been power spikes and increased flow between (B)(6) 2025. Hemolysis labs were unremarkable, and no grinding sounds were noted on auscultation. Log files captured frequent pulsatility index (pi) events with a total of 230 from (B)(6) 2025. Otherwise, there were no notable alarm conditions or parameter changes. The ventricular assist device (vad) was functioning as intended. As of (B)(6) 2025, the patient was being worked up for a possible abscess in their abdomen. The site had performed an abdominal ultrasound, a computed tomography (CT), and a positron emission tomography (pet). Per the imaging and vad parameters there was low suspicion for thrombus. If the power and flow spikes persisted, the site would consider a ramp study. There were no changes to the patient anticoagulation at the time.